Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between the luer adaptor and the blue winged luer cap. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured from april 8, 2019 - april 9, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag; the blue winged luer cap was found untightened. Functional testing was performed by filling the device with green colored water. The blue winged luer cap was hand tightened and monitored until the next day. No signs of leak was observed. The device was determined to be conforming product because no evidence of leak was found during the functional testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.